Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was discolored showing evidence of blood contact. The frame on the outflow appeared consistent with historical events for distorted or damaged frame associated with loading or explant. Deformation or damage was observed on the outflow frame and one frame loop. All leaflets were in the closed position with gaps between the coaptive ridges of leaflets 2-3 and 3-1. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. All leaflets were intact. All commissures were intact. Remnants of pannus remained attached to the frame on the outflow adjacent to leaflet 3. A thin layer of pannus covered the 3-2 commissure. The investigation is in progress, once the investigation it complete a supplemental report will be submitted.

Event description:
Medtronic received information that during an attempt to implant this transcatheter bioprosthetic valve into another valve that was demonstrating a moderate paravalvular leak, the first device moved from the annulus into the left ventricle. Both valves were surgically explanted and replaced with another manufacturer¿s valve. No subsequent adverse patient effects were reported.

Manufacturer narrative:
It was reported that the device will be returned for analysis. A supplemental report will be filed when the analysis/investigation is completed. A separate report has been filed for the first valve. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.